Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® dryseal sheath instructions for use, adverse events that may occur and/or require intervention include, but are not limited to embolization (micro and macro) with transient or permanent ischemia, occlusion of device or native vessel, vascular spasm or vascular trauma (e.g., ilio-femoral vessel dissection).

Event description:
On (B)(6) 2014, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that devices were implanted successfully. Immediately after the procedure was completed the patient had a myocardial infarction and had a cardiac stent was inserted. Later, the same day, the patient developed right critical limb ischemia and was taken back into the operating room. It was reported the common femoral artery was occluded. Reportedly, the physician believes the insertion of the 18fr gore® dryseal sheath caused a dissection leading to the artery occlusion. It was reported that there was no any noted difficulty advancing or withdrawing the sheath during the procedure. Further, it was reported that right external iliac artery (rei) diameters ranged from 6.5-8mm, the patient's anatomy included small amount of focal calcium, tortuosity appeared standard and thrombus appeared minimal. The physician performed a vein patch and open repair of the dissection. Flow was restored to the leg with no further complications reported and the patient tolerated the procedure.